Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under medwatch MFR report # 2916596-2018-01284. This report is being submitted as additional information. Approximate age of device- 1 year and 2 months. Device evaluation: the explanted pump was returned for evaluation. The reported pump stoppages were confirmed based on review of the retrieved log files; however, a root cause for the pump stoppages could not be conclusively determined, but appear to be consistent with a potential compromise in the driveline. Additionally, evaluation of (B)(4) identified thrombus in the outlet stator and body of the rotor. The pump was returned with the driveline severed approximately 2¿ from the pump housing, and the severed portion was not returned. The returned portion of the driveline was severed lengthwise with the bionate and metal braided shield having been removed prior to receipt of the pump. Examination of the wires revealed an insulation breach on the black wire, approximately 0.5" from the pump housing. The breach was not consistent with damage related to fatigue failure or abrasion against the metal shielding. Instead, the damage appeared to have been caused by a sharp tool during the dissection of the driveline by the account, prior to receipt. No other signs of damage were identified. The evaluation of the returned portion of the driveline could not confirm a device related issue that would have contributed to the reported pump stoppages. However, the driveline was not entirely returned. Evaluation of the blood contacting surfaces revealed loosely seated deposition on the outlet stator. Additionally, the body of the rotor and the interior of the blood tube revealed loosely seated depositions, which appeared to have been pulled apart during the disassembly process. The texture of these depositions suggests that the explanted pump may have been treated with a fixative agent before being returned for evaluation. Although a root cause for the presence of the depositions and the duration of its presence within the pump could not conclusively be determined, they would not have contributed to the reported events. The hmii instructions for use (IFU) and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. Thrombus is listed in the IFU as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppages occurred. X-rays submitted were unremarkable. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the pump stoppages. Additional information:it was reported that the patient underwent a pump exchange on (B)(6) 2018 to a heartmate 3. The pump and system controllers will be returned for evaluation.